Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. As received, the monitor reset during pulse testing. The root cause for the resets was isolated to noise from the defibrillator pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. A PMA supplement (p010030/s064) for a design change to address this issue was considered approvable by FDA on 09/11/2015. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.